Event description:
A medtronic representative reported that the site had registered with fiducials and pointmerge and then flashed the reference frame before going sterile. When they put the reference frame back on after flashing it, they were 3 inches inaccurate off the skull. There was no impact to the patient.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by a medtronic representative. The system was fully functional and the system checkout showed no anomalies.